Event description:
Pneumothorax. (No indication of patient complications; lead still implanted.)

Event description:
Pneumothorax. (No indication of patient complications; lead still implanted.) Additional information has been received, reporting that multiple inappropriate shocks were delivered. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information received indicates that the event occurred more than six months ago, (at implant) and the information provided does not indicate any patient complications or injuries; the lead is still active. No follow up will be done with the user facility. 12/12/07: additional information has been received, as noted in event description. Other text : pneumothorax. (No indication of patient complications; lead still implanted.) Additional information has been received, reporting that multiple inappropriate shocks were delivered. The lead was replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn; shock, inappropriate.